Manufacturer narrative:
The report of an over infusion was confirmed in the logs and was found to be a result of user programming. The pcu event log identified a ¿basic¿ infusion that was programmed with a rate of 150ml/hr and a vtbi of 50ml. The infusion completed and the pump transition to kvo. The source pump module was then selected, and the rate changed to 12.5ml with a vtbi of 47ml. The log showed the infusion did not complete and is channeled off by the user. The ¿channel off¿ initiates a system shutdown. Potassium chloride was an available selection in the customer¿s dataset. When selected and with a duration of four hours which was provided by the customer, an infusion of potassium chloride was programmed with a rate of 12.5ml/hr. Testing found the device delivering fluids in specification. Inspection of the pump module found no irregularities. The system was being used for treatment. The probable cause of the reported over infusion was due to user programming. The log recorded an infusion parameter change where the pump module was selected, and a rate 120ml/hr entered with a vtbi of 50mland the infusion completed. The next infusion parameter changes, the device was programmed for a rate of 12.5ml/hr with a vtbi of 47ml. The system was programmed for ¿basic¿ infusions. When programming a basic infusion, the infusing medication could not be identified. Sample inspection: the pcu s/n (B)(6) was received with instrument seal intact. The right (male) inter-unit interface (iui) was observed to be in good condition. The left (female) iui was observed with corrosion. The handle, pole clamp, and latch module were observed to be in good condition. The pcu device was observed with an international power cord. The pcu was returned with no battery. All parts inspected are manufactured by bd. An internal inspection was performed on the returned pcu. There were no irregularities observed. Pump module s/n (B)(6) was received with instrument seal intact. The right (male) inter-unit interface (iui) was observed with dry fluid residue. The left (female) iui was observed with dry fluid residue. Platen, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear and latch pivot screw are installed properly and did not interfere with the door operation. All parts inspected are manufactured by bd. An internal inspection was performed on the returned pump module. During the inspection there were no irregularities observed. The pumping mechanism was removed from the bezel and inspected. There were no irregularities observed. Bezel date code 11/17 (november 2017) log analysis results: the review of the pcu error log found no errors or malfunctions on the reported incident date. The review of the pcu event log showed on (B)(6) 2021 at 3:44 am, the pcu and attached pump module s/n (B)(6) were powered on. The user selects ¿same patient¿ and ¿same profile¿ (adult standardised). At 3:44 am, pump module s/n (B)(6) was selected and programmed for ¿basic¿ infusion; the infusing medications could not be identified. The infusion was programmed at a rate of 70ml/hr and a vtbi of 70ml. The infusion completed after one hour. The log showed the pump was selected and the vtbi is changed to 11ml. At 4:55 am, the pump module was selected. The user selects ¿rate¿ and enters 120ml/hr. The user then selects vtbi and enters 50ml.the infusion is started. The infusion completes at 5:23 am. During the infusion the pump alarmed for ¿patient side occlusion¿ at 5:06 am and 5:07 am. The user selected the device and pressed ¿start¿ which initiated the infusion. The user then entered the ¿option menu¿ and selected ¿pressure limits¿. The user selected pressure limit = ¿pump¿ at 5:11 am, the user selected the ¿pump module and then ¿start¿ to start the infusion. At 5:23 am, the infusion completed and transitions to kvo. At 5:25 am, the pump module was selected, the user selected ¿rate¿ and enters 12.5ml/hr. The user then selected ¿vtbi¿ and enters 47ml. The infusion was then started. The pump alarms for ¿patient side occlusion¿ at 5:27 am. The user enters ¿options menu¿, selects ¿pressure limits¿ and selects ¿pump¿. The user then restarts the infusion. At 5:41 am, the user selected ¿option menu¿ and selected ¿guardrails IV fluids¿ selects the medication mannitol 20% (drug ID 61). The user answer ¿no¿ and exits the menu. The user made other attempts to enter medication name for the infusion but exits the ¿options menu¿. At 5:52 am, the pump alarmed for ¿patient side occlusion¿, approximately 36 seconds later the pump module was¿channeled off¿. The ¿channel off¿ initiates a system shutdown. The medication potassium chloride is available for selection in the customer¿s dataset. Test results: testing performed on the source pump module found the delivering fluids in specification. Test methods: 1503-001-006-r (01) timed rate accuracy test method (dir (B)(4)). 1503-001-029-r (02) alaris system over infusion test method (dir (B)(4)). Device history review: pcu s/n (B)(6). A review of the device history record showed the source pcu had a manufacture date of 17aug2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source pcu s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise was performed for the source pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that there was an over infusion of potassium. The ordered volume to be infused was 50mls and the drug concentration was 5 meq in 50mls of normal saline. The rate was set to 12.5 ml/hr for 4 hours. When the patient was checked on, it was noted that the rate was set to 120ml/h and the infusion was finished within 15 minutes. Although urgent arterial blood gas was done to re-check potassium level, the results came within normal range. There was no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the logs/device be received for evaluation. Although requested, device has not been received.

Event description:
It was reported that there was an over infusion. The rate was set to 12.5 ml/hr for 4 hours. When the patient was checked on, it was noted that the rate was set to 120ml/h and the infusion was finished within 15 minutes. Although requested, further information was not provided.